Manufacturer narrative:
A visual inspection of the returned device found the distal tip detached; the tip was not returned. Upon dissection of the distal section of the catheter, adhesive remnants were evidenced, indicating the tip was properly attached during manufacturing. The complaint was confirmed; the gold tip was detached. Anatomical/procedural factors likely affected the device integrity; therefore, the most probable root cause of this event is operational context. The device history record was reviewed and no deviations were found.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2014-03040 captures the first device, 3005099803-2014-03041 captures the second device, and 3005099803-2014-03042 captures the third device. It was reported to boston scientific corporation that three injection gold probes were used in the duodenal bulb during an esophagogastroduodenoscopy (egd) with hemostasis procedure performed on (B)(6) 2014. According to the complainant, during the procedure the first probe failed to transmit current. The device was removed and a second probe was inserted into the scope which was able to cauterize. Upon retracting the device resistance was met. The physician pulled the device with force causing the gold tip to break. The broken tip was successfully removed as it was still partially attached to the catheter. A third probe was used but the same issue was seen with the second device wherein the tip also detached. Reportedly, no pieces of the device fell into the patient's gi tract. The procedure was completed with a fourth injection gold probe utilizing the same generator and generator settings. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2014-03040 captures the first device, 3005099803-2014-03041 captures the second device, and 3005099803-2014-03042 captures the third device. It was reported to boston scientific corporation that three injection gold probes¿ were used in the duodenal bulb during an esophagogastroduodenoscopy (egd) with hemostasis procedure performed on (b)(60 2014. According to the complainant, during the procedure the first probe failed to transmit current. The device was removed and a second probe was inserted into the scope which was able to cauterize. Upon retracting the device resistance was met. The physician pulled the device with force causing the gold tip to break. The broken tip was successfully removed as it was still partially attached to the catheter. A third probe was used but the same issue was seen with the second device wherein the tip also detached. Reportedly, no pieces of the device fell into the patient's gi tract. The procedure was completed with a fourth injection gold probe utilizing the same generator and generator settings. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) the tip detaching. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.